Manufacturer narrative:
Received six (6) new list# cl3960, oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port; lot# 13919794. No visual damages or anomalies were observed. The returned new sets were tested and no leaks were observed, however, during a lot history review the lot showed defects which could lead to leaks. The probable cause is from a molding error in manufacturing.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. The tubing reportedly fell out of the adaptor that connects to the blue connector. There was leakage of 5-fluorouracil (5fu) with ndc number (B)(4). A white powdery substance was observed all over the infusion bag. The patient was not aware that there was leaking until the they went back to the clinic for pump disconnection, which was almost 47 hours since the start of the infusion. There was no report of human harm.